Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the device functioned as intended which could not establish a relationship between the device and reported event. The probable root cause may include an obstruction or kinked tubing. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that, a versajet ii console is under-powered. As a consequence of this it has very weak flow even when the power setting was increased. No case reported; therefore, there was no patient involvement.